Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 278mg/dl and insulin was currently being delivered via the pump to address the bg level. No damage was noted to any of the supplies in use during the occlusion. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.